Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that four holding sleeves ¿ long for matrix devices broke at the threaded tip. Additional information including surgical and patient information was requested but is currently unavailable. This report is 3 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Additional information has been requested but has not been received. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): the initial complaint was reviewed and determined to be not reportable because it is a duplicate of another complaint. Information has been reported on mfg number 1719045-2015-10233.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.